Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The device had scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and blank display on the insulin pump. Customer's blood glucose level was 491 mg/dl. Customer treated their high blood glucose with manual injection. Troubleshooting for blank display was performed. Customer advised the display returned but felt the battery chamber had issues. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.